Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. As no further information was provided by the customer, our investigation is therefore based on the initial information and photo provided by the customer and our knowledge of the product. Results: the customer stated that the patient desaturated after being moved from the bed to a chair. The nurse discovered that the inspiratory elbow of rt380 circuit was partly disconnected from the chamber port. A visual inspection of the provided photo revealed that no damage to the inspiratory elbow or chamber port. Conclusion: we were unable to confirm any fault with the inspiratory limb elbow of the subject rt380 circuit or chamber port. Rt380 adult evaqua2 breathing circuits are compliance with iso5356-1 so are chamber ports. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.".

Event description:
A healthcare facility in (B)(6) reported that a gas leak was found at the connection between a rt380 adult dual heated evaqua2 breathing circuit and the chamber during use. The patient has experienced desaturation and a nurse corrected this by increasing oxygen delivery. No further patient consequence was reported.